Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited noise and oversensing leading to pacing inhibition. The patient is pacemaker dependent. The noise exhibited on both right atrial and right ventricular lead channels, since device implant. The noise and oversensing could not be reproduced during isometric maneuvers. No out of range impedances were noted. The patient stated having dizzy spells since implant. A technical service consultant reviewed the available device data, and recommended programming options. The physician will continue to monitor the patient closely through the home monitoring equipment. The device remains implanted. No additional adverse patient effects were reported.